Event description:
Using arrow arterial line kit. Catheter inserted with positive blood return, wire advanced, catheter advanced. Easily advanced. When removing wire/needle, resistance was met and the catheter tip broke off from the apparatus. FDA safety report ID# (B)(4).